Event description:
Doctor fired the laser fiber once, and the fiber broke off approximately a 2.5 piece at the end of the fiber, in the scope. Doctor was able to recover the piece prior to it being in the patient.